Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, alopecia and procedural pain to be related to essure. The reporter commented: after the implant she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant, began suffering from pelvic pain and severe bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. ~ further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant, began suffering from pelvic pain and severe bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy approximately 3 years after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), twin pregnancy ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), abortion spontaneous ("pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage") and genital haemorrhage ("severe bleeding / abnormal bleeding(general)") in a 25-year-old female patient (gravida 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage" on (B)(6) 2014. The patient's past medical history included multi gravida, multigravida, parity 2, miscarriage, irregular periods and dysmenorrhea. Previously administered products included for birth control: orth-tri-cyclen in 2013 and depo-provera in march 2013; for an unreported indication: mirena from 3-aug-2012 to 29-oct-2012. Past adverse reactions to the above products included adverse drug reaction with orth-tri-cyclen; and pelvic pain with mirena. Concurrent conditions included depression (not recovered prior to essure) and anxiety (not recovered prior to essure). On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced alopecia ("hair loss") and abdominal pain ("pain abdominal"). In june 2013, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2014, the patient experienced depression ("depression/anxiety") and anxiety ("depression/anxiety"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and emotional distress ("emotional anguish of unplanned pregnancy and miscarriage"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and fatigue had resolved, the pregnancy with contraceptive device, twin pregnancy, abortion spontaneous, genital haemorrhage, procedural pain, vaginal haemorrhage, abdominal pain, dyspareunia, the last episode of female sexual dysfunction and emotional distress outcome was unknown, the menorrhagia had not resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, depression, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, twin pregnancy, vaginal haemorrhage, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: after the implant she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Patient had a tubal ligation in 2015. Essure was removed, no complications during removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion pregnancy test urine - on (B)(6) 2014: pregnancy confirmed on (B)(6) 2013, hysterosalpingogram - fallopian tubes were 100% closed, procedure was a success on sep-2013. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy, abdominal/ pelvic pain, vaginal bleeding, spontaneous abortion (miscarriage of twins), depression, anxiety, menorrhagia, bilateral salpingectomy, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), twin pregnancy ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), abortion spontaneous ("pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage") and genital haemorrhage ("severe bleeding") in a 25-year-old female patient (gravida 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage" on (B)(6) 2014. The patient's past medical history included multi gravida, multigravida, parity 2, miscarriage, irregular periods and dysmenorrhea. Previously administered products included for an unreported indication: mirena from(B)(6) 2012 to (B)(6) 2012. Past adverse reactions to the above products included pelvic pain with mirena. Concurrent conditions included depression (not recovered prior to essure) and anxiety (not recovered prior to essure). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss") and abdominal pain ("pain abdominal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("depression/anxiety") and anxiety ("depression/anxiety"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, female sexual dysfunction and fatigue had resolved, the pregnancy with contraceptive device, twin pregnancy, abortion spontaneous, genital haemorrhage, procedural pain, vaginal haemorrhage, abdominal pain and dyspareunia outcome was unknown, the menorrhagia had not resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: after the implant she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Patient had a tubal ligation in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: pregnancy confirmed. On (B)(6) 2013, hysterosalpingogram - fallopian tubes were 100% closed, procedure was a success on (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy, abdominal/ pelvic pain, vaginal bleeding, spontaneous abortion (miscarriage of twins), depression, anxiety, menorrhagia, bilateral salpingectomy, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Medical history updated. Case was medically confirmed and reporters updated. Pregnancy, abdominal/ pelvic pain, vaginal bleeding, spontaneous abortion (miscarriage of twins), depression, anxiety, menorrhagia were confirmed by medical records. On 1-mar-2018: another medical records report received. Additionally bilateral salpingectomy, dysmenorrhea were also medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), twin pregnancy ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), abortion spontaneous ("pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage") and genital haemorrhage ("severe bleeding / abnormal bleeding(general)") in a 25-year-old female patient (gravida 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage" on (B)(6) 2014. The patient's past medical history included multi gravida, multigravida, parity 2, miscarriage, irregular periods and dysmenorrhea. Previously administered products included for birth control: orth-tri-cyclen in 2013 and depo-provera in (B)(6) 2013; for an unreported indication: mirena from 3-aug-2012 to 29-oct-2012. Past adverse reactions to the above products included adverse drug reaction with orth-tri-cyclen; and pelvic pain with mirena. Concurrent conditions included depression (not recovered prior to essure) and anxiety (not recovered prior to essure). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss") and abdominal pain ("pain abdominal"). In (B)(6) 2013, the patient experienced the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("depression/anxiety") and anxiety ("depression/anxiety"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and emotional disorder ("emotional anguish of unplanned pregnancy and miscarriage"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and fatigue had resolved, the pregnancy with contraceptive device, twin pregnancy, abortion spontaneous, genital haemorrhage, procedural pain, vaginal haemorrhage, abdominal pain, dyspareunia, the last episode of female sexual dysfunction and emotional disorder outcome was unknown, the menorrhagia had not resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, depression, dyspareunia, emotional disorder, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, twin pregnancy, vaginal haemorrhage, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: after the implant she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Patient had a tubal ligation in 2015. Essure was removed, no complications during removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: pregnancy confirmed on (B)(6) 2013, hysterosalpingogram - fallopian tubes were 100% closed, procedure was a success on (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy, abdominal/ pelvic pain, vaginal bleeding, spontaneous abortion (miscarriage of twins), depression, anxiety, menorrhagia, bilateral salpingectomy, dysmenorrhea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Historical drugs updated. Apareunia and emotional anguish added as new events. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), twin pregnancy ("pregnancy (stillbirth or miscarriage): twin pregnancy with miscarriage"), abortion spontaneous ("pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage") and genital haemorrhage ("severe bleeding") in a (B)(6) year-old female patient (gravida 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth or miscarriage), twin pregnancy with miscarriage" on (B)(6) 2014. The patient's past medical history included multi gravida, pregnancy, parity 2 and miscarriage. Concurrent conditions included depression (not recovered prior to essure) and anxiety (not recovered prior to essure). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss") and abdominal pain ("pain abdominal"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("depression/anxiety") and anxiety ("depression/anxiety"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, female sexual dysfunction and fatigue had resolved, the pregnancy with contraceptive device, twin pregnancy, abortion spontaneous, genital haemorrhage, procedural pain, vaginal haemorrhage, menorrhagia, abdominal pain and dyspareunia outcome was unknown and the depression and anxiety was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, twin pregnancy and vaginal haemorrhage to be related to essure. The reporter commented: after the implant she began suffering from the events. Since having the surgery, her symptoms are mostly resolved. Patient had a tubal ligation in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion pregnancy test urine - on (B)(6) 2014: pregnancy confirmed on (B)(6) 2013, hysterosalpingogram - fallopian tubes were 100% closed, procedure was a success on (B)(6) 2013. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding (vaginal, menorrhagia), menorrhagia, pregnancy (stillbirth or miscarriage), miscarriage, depression, anxiety, dyspareunia (painful sexual intercourse), fatigue, apaurenia (inability to have sexual intercourse). Patient demographics and medical history were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.